Manufacturer narrative:
(B)(4)

Event description:
It was reported that device was replaced. The battery was depleted after two years of service life without notice. After replacement of a new pulse generator, the pt was without pain. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.